Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "distal occlusion issue" was not reproduced. Evaluation sent device to flowline for ultrasonic sensor us occlusion, ultrasonic sensor us air, and downstream occlusion tests. Flowline was unable to perform tests due to a constant "reload set" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation opened case halves to troubleshoot and found the cause to be the force sensor had a small tear in the flex and the downstream tubing guide was out of specification. The downstream tubing guide required to be adjusted and the force sensor required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had distal occlusion issue occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.